Event description:
The customer reported that the monitor screen was frozen and the system was down. An alternate system had to be utilized. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The touchscreen assembly was replaced. The system was then found to be operating as intended.